Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of angina and thrombosis, as listed in the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent systems instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that there was an unspecified stent implanted on an unspecified date in the mid rca that became restenosed. After pre-dilatation with a non-abbott 3.0 x 20 mm balloon, a promus stent was implanted in a 70-80% stenosed distal right coronary artery (rca) and a xpedition stent was implanted in a 90% stenosed proximal to mid rca. After the procedure, in the recovery room, the patient experienced chest pains. An electrocardiogram found st elevations and an angiogram was done which found a thrombosis in the proximal to mid rca with no flow in the mid segment. There was no myocardial infarction diagnosis. Reportedly, the physician is unsure if the thrombosis was caused by the patients unresponsiveness to plavix or not. A thrombectomy was done. A promus 3.5 x 32 mm stent was implanted in the mid rca and a promus 3.5 x 12 mm stent was implanted in the osteum as treatment. The patient was stabilized and full flow returned to normal. There was no adverse patient sequela. The patient was discharged home on (B)(6) 2013. There was no additional information provided.